Manufacturer narrative:
The complaint unit was not returned for evaluation; it was discarded at the facility. One single dpt - vamp plus kit, model t001762a, in a sealed original package was returned for evaluation. Evaluation of the unused unit found that all connections were tight and secured. It was possible to achieve flow throughout the unit during priming. There was no visible indication of flow restriction. Flow through the dpt flow restrictor was measured at 3.3ml/hour (when not flushing), which is within specification. No leakage was detected from the kit during leak testing. No visible damage was observed on the returned kit. There was no evidence of a manufacturing nonconformance. It is not possible to determine if any defects or damages were present on the complaint unit; it was not returned. It is also not possible to determine if any clinical factors may have contributed to the event reported; no specific product problem was identified in the complaint. No actions will be taken at this time.

Event description:
The customer reported that one hour after the pressure transducer system was connected, "it came to blood supply disturbances. The hand with the artery was mottled, inclusive the forearm. The artery (catheter) had to be pulled after one hour. The customer believed that the system has drawn air. In the pressure transducer- infusion they don't injected heparin. This patient also had clotting disorders, or bleeding tendency". Additional information from the reporter stated that they were not sure if the user punctured the artery multiple times. The issue occurred only when the user changed the dpt to the new model t001762a. Now after changing back to the old model, the problem does not occur anymore. The arterial catheter and access kit are not edwards devices. The product involved was discarded; a sterile unit is expected to be returned for evaluation.